Event description:
I uninstalled my dexcom g6 app from my apple watch because I wanted to make sure that I got my notifications overnight. I missed two low blood sugars because I wasn't notified on my phone. Thankfully my body woke me up and I treated. I woke up at 6:40a to see that my blood sugar was 280 and I had no knowledge of it. Shortly after I woke up I got a notification to my watch (which I uninstalled) and continued to notify me on my watch two different times. There are several screenshots proving that I have uninstalled dexcom, showing that it doesn't show up on my watch but then the notifications are still coming through. I've been in contact with dexcom and have been ghosted 2 times over the past six months regarding inconsistencies and issues with their alert systems across multiple platforms. This is still a concern, but more importantly, the concern is the fact that I uninstalled an app and was still receiving notifications to the wrong device.